Manufacturer narrative:
A ge service rep performed an on site investigation. The gib battery was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed intermittent communication error messages that could only be cleared by rebooting the system. There is no report of patient injury.